Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported an increased back pain. The device was explanted and not replaced. The device disposition was unknown. It was reported to be related to the device or therapy, not related to the implant procedure, and due to programming. The pain in their left leg was much improved and the patient was satisfied with the result. However, they complains about the worsening of back pain and the pain in their right leg. They could barely get out of their feet and doesn't come out often anymore. Their stick was not enough and they now purchased a wheelchair. The nights were also still difficult, but especially the mobility problems disturb them during the day. They were in favor of stimulation given the severe back pain as well as pain in both legs, more to the right than to the left. The issue was resolved without sequelae on (B)(6) 2015. Additional information received reported increased pain in right leg and a loss of therapeutic effect. Interventions included an exp lant/replacement of the neurostimulator and extension.

Manufacturer narrative:
Continuation of d11: product ID 37081 lot# njb053170v product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the neurostimulator was explanted and not replaced.

Manufacturer narrative:
Product ID: 37081, lot# njb053170v, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that device disposition was unknown.

Manufacturer narrative:
Product ID neu_unknown_ext, lot# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.